Event description:
It was reported that the implantable loop recorder (ilr) was in an uncomfortable spot for the patient. The ilr remains was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned. Analysis was performed and no anomalies were found. (B)(4).